Event description:
Additional information was received from the patient. It was reported that the patient was shocked by their device while they were sleeping, causing them to wake up and wake up their spouse as well. The patient stated that they were "crazy, nuts" and that they had a "phantom pain" in their head. The patient reported that the battery was being changed and that "little things here and there" led to the patient wanting the device explanted. The patient reported many complaints against their hcp and mentioned that they were very dissatisfied with their device. The patient stated that they were sure that the device malfunctioned again. The patient reported that they were suffering and that the issue was ruining their family and that they wanted to just lie down and die. The patient noted that their stimulation settings as of (B)(6) 2017 were still okay at the time of the report. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wants the device out as it has been nothing but problems. It was unknown if the patient will contact their health care provider (hcp). The outcome of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The circumstances that led to the problems included the new battery. The patient had no trouble with the first battery and now had a lot of issues. The patient first thought it was just the new battery. The patient was getting zapped when walking and experienced shocks and jolts. Then one night, out of "dead sleep", the jolt was so big that it "threw" the patient off the bed. It was so powerful. The patient told the doctor and his response was that it was "phantom pain" and that the patient needs to get used to it. It was "rolling" and the patient was getting a sensation in her heart that was scary. The patient also reported that it was not in the "same place" that the patient had it for ten years. The patient couldn't bend because it hurt and it was protruding from the back. The patient was not happy at all. An x-ray was performed. A manufacturer representative checked it and told the patient nothing was wrong and that it was "fine". Additionally, it was reported the patient weighed the same as she always had, but was told she was maybe heavier and it's "not right" because of the patient's weight. However, the patient did not think so and stated her weight wasn't the issue.